Manufacturer narrative:
The dispatched fse determined that a small piece of clear plastic had entered the ventilator and was hindering the movement of the ventilator piston. The surrounding surfaces and parts were checked without being able to verify the part's origin. The device was tested and returned to use with no further problems reported to date. Dräger finally concludes that the device responded as designed to the presence of a foreign object that was not a disassembled part of the ventilator and was impairing its' movement: the automatic ventilation was shut down to prevent from serious damages to the system and the user was alerted to the shut-down by a corresponding alarm. Manual ventilation as well as the monitoring functions remained available to the full extent. No patient consequences have been reported. The device was put back into fully operable condition.

Event description:
Please refer to initial MDR #9611500-2016-00390.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that near the start of a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The machine was swapped out and there was no patient injury reported.